Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient said he obtained a series of error messages at around 7:30 am on (B) (6) and obtained a reading of 596 mg/dl. He took a dose of 35 units of novolog insulin based on that reading and his sliding scale. He says he usually averages 24-26 units at that time. At 12 pm, he reportedly felt sweating and disoriented, symptoms he says are indicative of hypoglycemia for him. He says, he ate some sugar at that time to treat his symptoms. He says that after he ate the sugar he continued to test at that time, obtaining another series of error messages until he obtained a reading of 122 mg/dl. The patient takes his insulin on a sliding scale but did not explain his sliding scale. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the patient alleged the meter read inaccurately high, took additional insulin based on the result, and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.